Manufacturer narrative:
Medwatch sent to the FDA on 28/aug/2018. Further information has been requested of the initial reporter regarding: device serial number. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had reported not losing weight. Patient noticed blue urine. The device was removed.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 18/oct/2018. Corrected information: further follow up with the reporter indicated the device associated with this event was only sold internationally.

Event description:
Follow up findings: this event occurred internationally with a product not sold in the united states. The product associated with this complaint is not PMA approved.

Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 24-apr-2019. Corrected information: additional information regarding this late medwatch report: during a february 2019 internal review of post-market surveillance data for all apollo products, apollo executive management was made aware that complaints associated with the ce marked orbera365 (12-month intragastric balloon) were not being assessed for reportability consistent with the requirements of 21 cfr 803. Consideration for reportability in the us was incorrectly established based on the difference in the indications for use (i.e. 12-month placement vs 6-month placement) vs considerations for 'similar devices' marketed by apollo. The orbera365 12-month intragastric balloon is a 'similar device' as compared to the orbera 6-month balloon approved via PMA p140008, and as such, complaints will be assessed for MDR reportability going forward.